Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Through visual evaluation, scale marking is missing on all the syringes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, root cause is associated with human error to remove product during manufacturing process. Installation of the detection and removal system will be implemented, updating procedures to carry out the correct steps, and manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Event description:
It was reported that prior to use with 39 bd plastipak¿ syringe the scale markings were missing. The following information was provided by the initial reporter, translated from spanish to english: full name: desec syringe without needle 5ml 302553 bd do the 39 syringes have the same deviation? Are they without scale? A: yes.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 39 bd plastipak¿ syringe the scale markings were missing. The following information was provided by the initial reporter, translated from spanish to english: full name: desec syringe without needle 5ml 302553 bd. Do the 39 syringes have the same deviation? Are they without scale? A: yes.